Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible oversensing causing false detection of ventricular high-rate episodes. The right atrial (ra) lead exhibited possible oversensing. The patient had undergone clavicular surgery. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.